Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional initial reporter facility name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for a diagnostic laparoscopy procedure the subject device had image dim, discolored image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's final investigation and corrective actions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light guide bundle of the universal cord sheath is severely broken. Based on the results of the investigation, it is likely that the following led to the malfunction: the image was dim and discolored, and the uc sheath light guide bundle was darkened and fractured, caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The issue occurred during the preparation for an electronic laparoscopy diagnostic procedure.